Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and device: did the device cut the tissue? Were there any patient consequences? If yes, please describe. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during and unknown procedure, the staple did not come out after firing occurred. It is unknown how procedure was completed and patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # r5c68l. Additional information was requested, but unavailable: did the device cut the tissue? Were there any patient consequences? If yes, please describe. Device analysis: the analysis results showed that one sr75 reload was received with no apparent damaged and fully loaded with staples with the swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.